Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the staple line bled after the surgeon used a sureform 45 curved-tip stapler instrument with a white reload on a vein from the right upper lobe. The surgeon resolved the bleeding from the lobe by applying pressure with gauze for 2 minutes. No errors messages or complications occurred during the firing sequence, no tissue bunching was noted, there were no holes, gaps, or missing staples from the staple line. The blood loss was negligible, and the procedure was completed robotically.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of the logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that could have contributed to what was reported.